Event description:
It was reported that an unspecified xience proa was implanted; however, the patient suffered an allergic reaction. Treatment is unknown. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypersensitivity is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.